Event description:
During the spring patient underwent fluoro assisted and radiologist assisted endovascular stenting of the infrarenal abdominal aortic and right and left iliac arteries. This was performed via a four component endovascular graft without incident. Surgery completed at 12:00 and by mid afternoon patient was noted to have developed renal insufficiency. X-rays of the abdomen taken showed evidence of migration of the endovascular graft proximately covering the renal arteries. Pt returned to or for emergent resection of aaa. The graft was explanted and sent to pathology. Subsequently, patient developed multi-system organ failure and expired. Medtronic's rep was contacted during the summer and notified of this event. Per rep, company literature does not show this event occurring in any clinical trials. Stent was discarded by pathology department. Per medtronic rep, manufacturer's clinical trial data does not reflect evidence of this type of event. This information has been forwarded to medtronic for further review.